Event description:
Monitor placed on pt on 4/15/94, to determine cardiac status. Scan interpreted as bradycardia and referred to cardiologist for pacemaker. Pt requested second opinion and monitoring repeated. Repeat scan read normal. First scan not recorded properly. Not operating at proper speed.